Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3 and h6 code b20: the device remains implanted in the patient. Therefore a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent treatment for a peripheral occlusive disease in which a gore® viabahn® endoprosthesis with propaten bioactive surface was implanted in the right iliac artery. It was reported that on the same day an intrastent thrombosis was recorded, an intervention was performed and the adverse event resolved without a sequalae and the relationship was recorded as disease related.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Emdr section h6 codes updated to reflect results of investigation. Section h6: code d12-according to the gore® viabahn® endoprosthesis with propaten bioactive surface instructions for use (IFU), possible adverse events and complications that may occur with the use of this device, or in any endovascular procedure and require intervention include, but are not limited to: thrombosis or occlusion.